Manufacturer narrative:
The device was returned for analysis. The reported device labeling issue was confirmed. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported device labeling issue (box and pouch label do not match); however, factors that may contribute to labeling issues (box and pouch label do not match) include, but are not limited to, mix up in manufacturing and or packaging, item misplaced during storage, and error in label printing process. It should be noted that the account received both xience sierra 1500300-18/9100941 and xience sierra 1500350-23/9091641, neither lot was re-worked after original manufacturing, and the lots were manufactured a month apart; therefore, it is possible that the mix-up occurred at the account, however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that inside a xience sierra 3.0 x 18 mm box was a xience sierra 3.5 x 23 mm stent delivery system. The device was not used, there was no patient involvement or a clinically significant delay in procedure. No additional information was provided.